Event description:
It was reported that the physician implanted a 30mm gore helex septal occluder to close a patent foramen ovale on (B)(6) 2011. The pt had a history of pulmonary embolism. The defect balloon sized from 15mm to 18mm. On (B)(6) 2011, the device was found to have embolized to the descending aorta. A snare was used to remove the device. The pt will be re-evaluated at a later date for closure of the defect.

Manufacturer narrative:
The lot # is unk and not available. The device was discarded, so no engineering investigation could be conducted.